Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported re-stenosis, angina and ischemia are listed in the xience v instructions for use as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported via a trial that on (B)(6) 2005, the patient underwent stenting in the first obtuse marginal with one 3.0 x 18 xience v stent. On (B)(6) 2010, the patient experienced angina and was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2010 the patient underwent percutaneous coronary revascularization with two non-abbott drug eluting stents for 100% in-stent restenosis. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.